Manufacturer narrative:
(B)(4). The exact date is unknown; however, the patient reported that it was either (B)(6) 2013. The vancomycin treatment was from an unknown date in (B)(6) 2013. The patient was hospitalized for four or five days. The uncertainty is due to the patient being unsure if they were hospitalized on (B)(6) 2013. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents for potentially associated lot number h13f21081 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported a patient experienced peritonitis manifested by pain in the bottom of their stomach coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. The patient was treated with vancomycin (dosage, frequency, and route not reported). The patient was discharged from the hospital and had recovered from the event. Pd therapy was ongoing. No additional information is available. This is report 1 of 3 for this event.